Event description:
The surgery center reported aborted or interrupted procedures of the left eye (laser stops during treatment). They reported that during the excimer laser experienced a ''slit motor failure and an axial motor failure'' while the laser was firing. It was reported that it was 39 seconds remaining of 48. A hard stop with a reboot of the system was done, but the error could not be cleared and still persisted. Cmos battery low error was also reported. It was reported that there was patient involvement; completed flap and excimer of the right eye (od). The left eye (os) flap excimer stopped with hard failure. The account was not able to complete the treatment. When asked, when is the patient scheduled to have the treatment completed and what type of treatment. The only response was lasik and no date was provided.

Manufacturer narrative:
(B)(4). The clinic is reporting this adverse event only and did not request for clinical support; however, a preventive maintenance (pm) was requested and will be performed at later date. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
(B)(4). It was originally reported in error that account did not request clinical support however, they did and over the phone clinical provided guidance and recommended a hard stop with a reboot. Since the error still persisted they sent a field service specialist to check the equipment. It was incorrectly reported in the initial report that service (pm) was going to be performed at a later date however, the service was already done. As part of the service visit the field service specialist visited the account and replaced the beam slit motor and central processing unit (cpu) board. He completed a system checkout and all required calibrations. Repairs were also done to the coolant hoses. Adjusted room thermostat to maintain humidity and temperature with abbott environmental specs, offered to replace helium bottle however surgeon stated he will replace it himself at a later date. System meets amo specs on departure. (B)(4).